Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed button error and a blank display. The customer¿s blood glucose was 116 mg/dl at the time of incident. Customer stated that the insulin pump alarmed button error and the screen goes blank when pressing a button. Button error troubleshooting was performed and confirmed that time is advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The insulin pump was received with no act, up and escape button response due to corroded keypad traces. No button error alarm and no blank display during testing noted. We were unable to perform all functional testing including the displacement test, operating currents test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test due to buttons not responding. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address, serial number label, cracked belt clip slot, cracked case reservoir tube window corner and cracked battery tube threads.